Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post catheter implant, the hemostar catheter was allegedly found to leak around the cuff. However, no issues were found when placing the catheter. The procedure was completed by replacing it with a new catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown investigation summary: one hemostar d/l catheter in two segments was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for catheter break as small portion of the catheter break had a uneven and rough surface consistent with catheter tearing and the break was noted near the cuff. The rest of the break smooth surface and striations. A complete circumferential break was noted approximately 7.5cm from the distal end of the y-body. The distal segment measured approximately 21.9cm in length. A distinct curve of the catheter was noted on the distal catheter segment. The tissue cuff was intact and had residue. However, the investigation is inconclusive for fluid leak as there is no evidence to confirm for the issue.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: d2,h6(method,result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post chronic catheter implantation procedure, the device allegedly leaked. It was further reported that the procedure was completed by replacing it with a new catheter. There was no reported patient injury.